Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 437 mg/dl. The customer¿s current blood glucose was 195 mg/dl. The customer treated in hospital. Customer was wearing the insulin pump at time of hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08755 inches. The insulin pump was received with case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).